Event description:
It was reported that the catheter was inserted on (B)(6) 2012 with no complications. Leak was noted on (B)(6) 2012, they were unable to get blood withdrawal, pinhole leak noted 3-3.5 cm above the area where the catheter transitions form large to small. No migration noted after insertion. Eval of sample indicated the leak was subcutaneous burst.

Manufacturer narrative:
The complaint of a leak in the catheter was confirmed and appears to be use related. The product returned for eval was a 2.7fr s/l broviac catheter. The overall length of the returned device was 15.3" long. Residual material was seen within the lumen and within the crevices of the device. An s-shaped longitudinal split was seen in the 2.7fr tubing. The split was approx 0.45" long and was located 9.7" from the proximal end of the device. Microscopic examination of the split edges revealed a granular texture and a dull veneer. When an attempt was made to flush the catheter with water, the infused water was observed leaking through the split in the tubing. The catheter was occluded distal of the split site. Tensile weakness was felt at the split site. The characteristics observed on the catheter are indicative of a burst due to over-pressurization. Over-pressurization can occur if the catheter is flushed against and occlusion or is flushed with a syringe smaller than the recommended size. The IFU states "infusion pressure greater than 25psi (172kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10ml!" A lot history review (lhr) of reui0711 showed no other similar product complaint(s) from this lot number.